Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID 97745bp, serial# (B)(6), product type: accessory. Product ID 97745, serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller keeps shutting off and the back of the controller gets real hot while charging the implant. The patient added the recharger paddle also gets warmer than normal and noted this had been ongoing for probably a month. Patient stated after 5 or 6 tries they can get a charge to the implant but then after 5-10 minutes the controller will go amber and start blinking and say redo and they have to do that 3 or 4 times before it will start charging again for a little while. The patient mentioned they have reset the controller several times. The patient confirmed there was no visible damage to the controller battery compartment or the recharger, but noted the pins on the battery pack were discolored. The issue was not resolved. Agent sent requests to the repair department to replace the controller, battery pack, and recharger.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found: stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.